Manufacturer narrative:
The event unit returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Detailed description of event: hospital: [name]. "The valve part broke down and dropped off from the center of the cap, when the surgeon inserted the 12 mm kii trocker into the cap during the treatment. As we checked the actual product, it was broken." [Name] has two questions as below: have you had the same product imperfection on the same lot#1361261? If you had before, would you provide us the cause and effect?" Patient status: no patient injury. Type of intervention no information.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with piece that had fragmented off of the event unit. Visual inspection confirmed the valve of the laparoscopic cap had broken off. The fragment completed the missing portion on the duckbill. Based on the condition of the returned unit, it is likely that the fragmentation was caused by non-axial insertion of the trocar through the laparoscopic cap. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: unknown. Detailed description of event: hospital: [name] "the valve part broke down and dropped off from the center of the cap, when the surgeon inserted the 12 mm kii trocker into the cap during the treatment. As we checked the actual product, it was broken as see attached photos." [Name] has two questions as below. "1. Have you had the same product imperfection on the same lot#1361261? 2. If you had before, would you provide us the cause and effect?" Additional information received via email on 30jan2020 from [name] from [name]: "yes, we retrieved all pieces. We used the product from our stock to complete the procedure, so probably it was the same product from lot#1361261. However, as soon as we finished the procedure, we scrapped everything we used for the procedure, sorry we have no proof." Patient status: no patient injury. Type of intervention no information.